Manufacturer narrative:
Examination was not possible, as the product was not returned. Follow up correspondence found the x-rays are not available to review. The investigation was limited to the information provided, as the part and lot number required to review the device history records was not provided. The investigation could not draw any conclusions about the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should the product and/or any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
The pt was revised because the lag screw protruded the joint surface of femoral head.